Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge tubing fell off of multiple cartridges prior to use. Additionally, it was reported that the customer did not observe insulin drops dripping out of the cartridge tubing during the load fill tubing sequence. Reportedly, the issue occurred with multiple cartridges. A new cartridge was successfully loaded resolving the issue. Blood glucose level was in the 400s (mg/dl).